Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: chipped distal end (c-cover) was due to separation problem, burnt c-cover was due to environmental temperature problem and insertion tube surface coating peeling off was due to degradation problem. However, the root cause of reported issues could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that distal end cover (c-cover) was chipped and was burnt; also connecting tube had coating peeling one square millimeter (1 mm2) or more were found. There was no patient involvement.